Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, several episodes of inappropriate therapy were noted due to noise on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient is in stable condition.

Manufacturer narrative:
No conclusions code available. A complete lead was received for investigation. Visual inspection revealed that both ring electrode cables were fractured proximal to the ring electrode which could have contributed to the noise and inappropriate therapy reported in the field. The lead was twisted and bent in this location as well. X-ray examination found that the helix was bent and the inner coil inside the connector region was normal.

Manufacturer narrative:
Additional information was received. The lead was not discarded by the user but was retained and sent to the manufacturer for analysis.